Event description:
The customer reported that their t:slim x2 insulin pump's battery would not charge, leading to the pump shutting off. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.